Event description:
It was reported that a tissue was attached to the catheter exit port. The 99% stenosed target lesion was located in the severely tortuous and severely calcified middle-distal of right coronary artery. After ablation procedure with rotaburr 1.5, the opticross imaging catheter was inserted and crossed the severely calcified lesion. The lesion was diagnosed with the opticross and then the imaging catheter was removed from the patient. During the removal, a slight resistance was encountered. After the removal of the opticross catheter, a tissue was noted on the exit port, so the device was then flushed with saline. Then saline was splashed radially from the exit port. It was noted that the exit port was cracked in a longitudinal direction. No patient complications were reported and the patients' status is good.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was received for analysis. Evaluation of the returned device revealed that the distance from the distal end of the transducer housing to the tip of the catheter measured 22.0 mm which is within specification. The telescope assembly was able to properly pull back, advance, or retract. No lifted and cracked observed in the guidewire exit port assembly. There was no damage observed on the distal tip or guidewire exit port assembly. During image characterization testing in the roller coaster model, a good square image appeared in the system and the product performed within specification. No issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that a tissue was attached to the catheter exit port. The 99% stenosed target lesion was located in the severely tortuous and severely calcified middle-distal of right coronary artery. After ablation procedure with rotaburr 1.5, the opticross imaging catheter was inserted and crossed the severely calcified lesion. The lesion was diagnosed with the opticross and then the imaging catheter was removed from the patient. During the removal, a slight resistance was encountered. After the removal of the opticross catheter, a tissue was noted on the exit port, so the device was then flushed with saline. Then saline was splashed radially from the exit port. It was noted that the exit port was cracked in a longitudinal direction. No patient complications were reported and the patients' status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).